Event description:
On (B)(6) 2026, it was reported by dr. (B)(6) that a silent nite device was broken. Additional information reported that the 76-year-old, male patient reported that the device broke on (B)(6) 2026 but he was able to continue using the device until on (B)(6) 2026. The patient did not suffer any injury or adverse outcome and no intervention was required. The device has been returned. The location in which the reported event took place and whether the patient was sleeping when the device broke is unknown. No additional details on the reported breakage of the device could be provided.

Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference#: (B)(4).